Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) 2 false positive results were obtained by the laboratory personnel. Repeat tests were performed using pcr and the results were negative. A false positive may lead to treatment with a less tolerated antibiotic which can lead to serious adverse patient consequence. There was no report of patient impact.

Manufacturer narrative:
Investigation summary : bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples and returned good samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. Bd bactec system is designed and cleared for the qualitative culture and recovery of anaerobic/aerobic organisms from blood. Bd has no specification for use with molecular testing such as the biofire filmarray® blood culture identification bdic/bcid2 panels. While bd highlights the inherent risk of nonviable organisms in blood culture media in our package insert is stated the molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufactures¿ instructions for use. Although bd is unable to confirm the complaint, we have initiated CAPA # 2631844 to further investigate these reports and determine any appropriate actions to reduce their occurrence.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) 2 (B)(6) results were obtained by the laboratory personnel. Repeat tests were performed using pcr and the results were negative. A (B)(6) may lead to treatment with a less tolerated antibiotic which can lead to serious adverse patient consequence. There was no report of patient impact.